Event description:
It was reported that bd alaris pump module smartsite infusion set was damaged the following information was received by the initial reporter with the following. It was reported by customer that tubing had a pin hole leak near connection for the pump.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information

Manufacturer narrative:
One sample of primary infusion set 11171447 and one unknown secondary set with a texium connector was submitted by the customer. Visual inspection of the sets was conducted, and no damages or abnormalities were identified. The sets were then primed and connected in order to conduct a simulated infusion. Before the infusion was started, a leak was identified near the connection point between the primary set and the secondary set. Further inspection did not identify a pin hole leak from the primary set; however, leakage was noted at the connection point between the texium connector and the smartsite y-site port. After disconnecting the two sets, leakage was not seen from the primary set. The customer complaint of leakage from material number 11171447 was not verified. A root cause for a leakage from the infusion set 11171447 was not determined because the failure was not with this infusion set. A device history record review for model 11171447 lot number 240853331 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.